Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a bedside echocardiogram showed an implanted impella 5.5 pump was pointing towards the mitral valve. Attempts to reposition the pump were unsuccessful and the device was inadvertently pulled back across the valve. Attempts to recross the valve were unsuccessful and the pump was subsequently replaced. There was no resulting patient harm.

Manufacturer narrative:
The investigation of positioning issues has been completed. The echocardiogram showed pump pointing towards the mitral valve (mv), the pump pulled out across the valve and unable to reposition. No product returned. The cause of the positioning issue was most likely use related as it was pulled across the valve during repositioning and was unable to be resolved leading to pump explant. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26408 as it is unknown if the initial reporter also sent the report to the food and drug administration.